Event description:
It was reported that during sequential broaching for a total hip arthroplasty, the proximal pin of the broach sheared off during multiple impactions. The broach was successfully removed and the surgery proceeded without further delay.